Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose between 700 mg/dl to 800 mg/dl and went into a coma. The customer stated that there was a bent cannula in his infusion set and he was wearing his insulin pump at the time of hospitalization. The customer was temporarily treated with manual injections and eventually went back on the insulin pump.